Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis of the device memory indicated a power on reset occurred.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device triggered an alert due to an electrical reset. Initially, reprogramming was performed to clear the reset. Subsequently, the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary continued: further analysis of the battery cell found no internal short.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated a power on reset occurred. Power on reset (por) on (B)(4) 2014. (B)(4).

Manufacturer narrative:
Product event summary: upon further analysis of the returned device, the results are inconclusive.